Manufacturer narrative:
(B)(4). Date sent: 07/12/2021. D4: batch # u5cv0l. H6: component code = others (g07). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The complaint description appears to indicate the problem followed the battery and not the device itself. However, the battery was not returned for analysis. The device was received with no staples present and anvil with washer cut. When forward battery was installed, the green checkmark illuminated, confirming that the device was fired. The device was reset, loaded with staples, and fired into a test skin with no issue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device must be used within 12 hours of inserting the battery pack. Failure to use within this time frame may cause the battery to be depleted. Refer to battery pack disposal for battery pack disposal instructions. The event described could not be confirmed as the battery was not received for analysis and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that the scrub nurse inserted the battery and device was working as usual. At the moment that the surgeon pressed the firing trigger the stapler didn¿t fire and went off (screen was lit up and turned off). They opened a new device and used the new battery on the first gun as the gun + anvil was already positioned inside the patient. There was no damage or consequences for the patient intra-op.